Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was exposed to fluid. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
No moisture damage was noted on the electronics, motor, and vibrator motor or battery tube assembly. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.